Manufacturer narrative:
On 09/28/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 10/07/2015 software investigation completed. Findings are that the surgeon was tracing underneath the eyes. Tracing is to be performed on bony anatomy only. Software is functioning as designed. No further issues have been reported.

Event description:
A site nurse reported that, while in an ear, nose & throat (ent) procedure, the surgeon alleged a 4 millimeter inaccuracy occurred while navigating in both frontal and maxillary sinuses. It was noted that they had successfully registered the patient using tracer registration two times, however, the surgeon deemed being inaccurate after the first time, after touching known anatomical landmarks. The surgeon traced underneath the eyes. Confirmed that there was no scatter in the scan and that the model had a nose and full forehead. Site was using a headframe and had properly placed it on the patient and in the software. In trouble-shooting, it was recommended that the surgeon re-trace. The surgeon opted to complete the procedure without the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative reported that he attended two surgical cases to discuss registration technique and demonstrate what areas to focus on during tracer registration. The rep also watched the cases for any uncommon practices and any potential metal interference. Both cases went well with no issues observed. The instructions for use (IFU) that accompanies the device provides guidance and recommended pattern for tracer registration.